Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5, a6: patient weight, ethnicity and race were not available for reporting. D1, d2, d3, d4: this report is for one band aid brand bandages toy story 4 20ct USA 381371183685, 381371183685usa lot # 0201b. D4: UDI #:(B)(4) upc #: 381371183685 expiration date: na lot #: 0201b. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on january 20, 2021. Visual inspection was performed on the retain samples and all results met specification. The product and all of its packaging components are latex free. The manufacturing site is also latex free, that is, there should be no materials inside the plant that contain latex that could come into contact with the product (semi-finished and finished product), such as raw materials, equipment and equipment parts, personal protective equipment (ppe) and office supplies. H6: health effect clinical codes: e2402 refers to consumer " intentional misuse/off-label use" of the product. This is one of two medwatches being submitted as two devices were involved in this event. See medwatches amp; 8041154-2024-00006. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 26-year-old female consumer used toy story band aid bandages for a knot that popped up on top of her arm. Consumer reported that her arm blistered, turned blood-red, and started to swell on (B)(6) 2024. The consumer stated she is highly allergic to latex and stated she was admitted to hospital 0n (B)(6) 2024 whereby an unspecified ¿wound gel¿ was applied and the affected area bandaged. There was no date of discharge reported. It was reported that, one or two bandage was used. The symptoms have stayed the same after the patient stopped using the product. No additional information was provided. This is one of two medwatches being submitted as two devices were involved in this event. See medwatches amp; 8041154-2024-00006. The same patient is represented in each medwatch.